Manufacturer narrative:
The device was returned for analysis. The reported plunger retraction issue could be tested/confirmed due to returned condition of device. The reported ¿device could not be removed¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported guide separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of unspecified tissue injury (vascular injury) is listed in the electronic perclose proglide instructions for use (eifu), (as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly a guide break occurred during the procedure. A cut down was performed to remove the separated part from the patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the needles were deployed. The plunger could not be pulled back and the proglide device could not be removed, causing vessel damage. A cutdown was performed to remove the device and repair the vessel damage. The aaa procedure was not completed, and the artery was sutured closed. A clinically significant delay in the procedure was reported and the patient was kept overnight. There was no reported adverse patient sequela. No additional information was provided.